Event description:
Brown foreign body on the package of powder. Doctor used other one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding a stain on a bone cement powder pouch involving a simplex p-japanese twin pack was reported. The event was confirmed. -device evaluation and results: inspection confirmed the presence of the reported stain. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no other events for the lot referenced. Conclusions: visual inspection confirmed the presence of the reported stain. Material analysis concluded that the stain originated from between the outer and inner layers of packaging laminate film. Eds analysis on the foreign material showed that it was mainly carbon and fluorine with minor traces of oxygen, aluminium and silicon present. Nc was issued for inclusion present in packaging simplex p japanese twin pack.

Event description:
Brown foreign body on the package of powder. Doctor used other one.